Manufacturer narrative:
Evaluation summary: the lens was returned wrapped in a piece of gauze inside a small plastic bag. The lot/serial number was written on the bag. Solution and fibers from the gauze are adhered to the lens. One haptic is broken-gusset area (returned). The optic is torn/split (possibly cut) into pieces (small portion of edge not returned). The lens was cleaned with lphse. Scratches and impressions from the fibers are observed. No imbed foreign observed. Associated products were not provided. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (b)(6 ere also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(4). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2015-107575

Event description:
Additional information was provided on a questionnaire from a surgeon, who reported further details that on the fourth postoperative day the vitreous was observed to be clouding. The patient problem was documented as aseptic endophthalmitis. The patient was treated with antibiotics and anti-inflammatory medication. Three days later, the patient experienced decrease vision. A vitrectomy was performed followed by an antibiotic irrigation and iol exchange. Approximately, five weeks later the visual acuity had improved. A bacterium inspection was performed with a negative result.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that the first day following an intraocular lens (iol) implant procedure, a patient developed inflammation. An anterior chamber and vitreous irrigation were performed. The iol was exchanged one week later as the patient did not show any improvement after a steroid treatment. The symptoms are improving favorably. Additional information has been requested.